Event description:
The patient contacted animas on (B)(6) 2012 reporting that after changing batteries on the meter remote, the pump delivered an unprogrammed bolus of 13 units. The bolus history was reviewed and confirmed that the pump showed a 13 unit bolus programmed from the pump, not the meter remote. The patient stated that he drank orange juice and the blood glucose did not go below 10 mmol/l. The patient confirmed that the keypad was intact and the buttons were responding appropriately. The patient reportedly wore the pump attached at the waist or in a pocket. This report is made based on the allegation that the pump administered a bolus without user intervention.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the pump was paired with a test meter to complete the investigation. The pump was exercised for 24 hours with the test meter on a 1 unit per hour basal program. There were no un-programmed boluses that occurred. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. A 10 unit bolus was performed successfully using the test meter and accurately recorded in the pump history. No hypersentive keys were observed on keypad.